Manufacturer narrative:
On (B)(4) 2018, the field service engineer was at the customer site and observed that platelet results were high on patient samples but not on background or controls. After replacing several components that did not resolve the issue, the fse found that replacing the probe corrected the problem and platelet results had dropped to the correct values. The fse verified the repair as per established procedures. Results met published performance specifications. The erroneous high plt results were attributed to a faulty probe. Section a - patient information was not provided by the customer. Internal bec identifier - (B)(4).

Event description:
Customer reported that the platelet (plt) results were intermittently erroneously high while during patient sample runs on their coulter ac·t diff 2 analyzer. There was no report of change or effect to patient treatment as a results of this event. Patient data was not provided by the customer.